Event description:
The customer reported after two normal ablation attempts of 10 seconds each in a calcified lesion in the left descending artery, the burr became stuck. During the removal of the system, the physician created a lesion at the left main artery. The pt was sent to bypass surgery. The pt was reported in fine condition following the surgery.